Manufacturer narrative:
The reported issue was confirmed. Root cause could not be determined. A review of the risk document, dfmea ra2800028 rev 15, was performed for this investigation. The reported event is addressed in step # d193. Based on this review the risk is within the expected range. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse call from (B)(6) 2024 and stated that they were getting alarm 46 (the control panel is not communicating with the system) in an arctic sun device. Asked nurse that the power device off and back on again, continue current patient, empty pads if prompted, and resume therapy. If the alarm returns send device to biomed. If alarm did not return it was okay to resume therapy. Nurse has device alerting low flow. They just switched to this device as last device was alerting 47 (control panel communication). Patient temperature (pt) was 33.5c, water temperature (wt) was 24.1c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.7l/m, mixing pump command (mpc) was 0, heater command (hc) was 22%, inlet pressure (ip) was -7, system hours were 3316 and pump hours were 3221. Rn stated that they have already disconnected and reconnected the pads and the flow rate (fr) was briefly went up but settled at 0.7l/m. Had rn confirm there were no bends and kinks in the line. They stated that they were a little tangled. After rearranging the lines, flow rate (fr) was settled at 1 l/m. Discussed how the flow rate (fr) affects the heater capacity. Suggested to call back with any other questions/alarms. Tech support call with biomed, stated that the device gave alarm 74 (non-recoverable system error). Control panel communication issue and would check the connectors and requested a quote for an assessment of the device.

Event description:
It was reported that the nurse call from (B)(6) 2024 and stated that they were getting alarm 46 (the control panel is not communicating with the system) in an arctic sun device. Asked nurse that the power device off and back on again, continue current patient, empty pads if prompted, and resume therapy. If the alarm returns send device to biomed. If alarm did not return it was okay to resume therapy. Nurse has device alerting low flow. They just switched to this device as last device was alerting 47 (control panel communication). Patient temperature (pt) was 33.5c, water temperature (wt) was 24.1c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.7l/m, mixing pump command (mpc) was 0, heater command (hc) was 22%, inlet pressure (ip) was -7, system hours were 3316 and pump hours were 3221. Rn stated that they have already disconnected and reconnected the pads and the flow rate (fr) was briefly went up but settled at 0.7l/m. Had rn confirm there were no bends and kinks in the line. They stated that they were a little tangled. After rearranging the lines, flow rate (fr) was settled at 1 l/m. Discussed how the flow rate (fr) affects the heater capacity. Suggested to call back with any other questions/alarms. Tech support call with biomed, stated that the device gave alarm 74 (non-recoverable system error). Control panel communication issue and would check the connectors and requested a quote for an assessment of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.